Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy. (Full), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the dyspareunia and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea and dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test(s) (unspecified) result bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: unspecified event "injury to herself" was updated to more specific events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Patient demographic added, essure removal date added, essure indication updated. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.